Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as an itchy rash to the patient's back. The patient's doctor recommended the use of clobetasol ointment. The patient reported using the ointment which lessened the itching. There is no indication of a device malfunction.